Manufacturer narrative:
Investigation summary: bd received samples from the customer facility for investigation. The samples were evaluated and the customer's indicated failure mode for incorrect orientation of the safety shield with the incident lot was observed. However, bd was unable to determine the specific lot number associated with this complaint. Therefore, a review of the device history record could not be conducted. Investigation conclusion: based on evaluation of the customer samples, the customer¿s indicated failure mode for incorrect orientation of the safety shield with the incident lot was observed. Root cause description: no root cause from manufacturing is determined as a safety shield in this orientation would not be capable of fitting in the manufacturing equipment or in the shelf cartons. Rationale: complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the safety shield on the bd vacutainer® eclipse¿ blood collection needle was mounted backwards and found before use. The following information was provided by the initial reporter: "I can tell that the pink plastic sleeve is attached to the needle hub backwards, so the sleeve is unable to cover and protect the needle after use."

Manufacturer narrative:
Date of event: unknown. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the safety shield on the bd vacutainer® eclipse¿ blood collection needle was mounted backwards and found before use. The following information was provided by the initial reporter: "I can tell that the pink plastic sleeve is attached to the needle hub backwards, so the sleeve is unable to cover and protect the needle after use."